Manufacturer narrative:
Investigation summary: bd received two photos for investigation. In the 2 photos provided, a side-pierced sleeve that caused leakage is visible. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle, the tip of the canula was slightly bent and not covered by the rubber sheath resulting in sample leakage. This occurred an unspecified number of times with an unspecified number of batch numbers. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ signal¿ blood collection needle, the tip of the canula was slightly bent and not covered by the rubber sheath, resulting in sample leakage. This occurred an unspecified number of times with an unspecified number of batch numbers. No adverse impact was reported regarding the patient or user.